Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: the returned cre pro gi wireguided dilation balloon was analyzed, and a visual inspection found the balloon was burst. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon burst was confirmed during the product investigation. Based on the condition of the returned device, it is possible that the rupture found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during/previous procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilation balloon was attempted to be used in the esophagus during an esophageal balloon dilation procedure. The exact procedure date is unknown. During the procedure, the balloon rupture. When an attempt was made to perform balloon inflation, the balloon did not inflate from the first inflation. The procedure was completed with another cre pro gi wireguided dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilation balloon was attempted to be used in the esophagus during an esophageal balloon dilation procedure. The exact procedure date is unknown. During the procedure, the balloon rupture. When an attempt was made to perform balloon inflation, the balloon did not inflate from the first inflation. The procedure was completed with another cre pro gi wireguided dilation balloon. There were no patient complications reported as a result of this event.